Event description:
During verification testing at the service center, the device had unrestricted flow.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow. This was due to a disconnected regulator closer. When the device cassette door is closed, the regulator opener opens the cassette flow regulator. When the device cassette door is opened, the regulator closer closes the cassette flow regulator. This opening and closing action of the cassette flow regulator prevents free flow from occurring. If the regulator closer is not snapped into position on its mating post on the mechanism chassis, the cassette flow regulator will not be closed when the device door is opened. The cause of the disconnected regulator closer could not be determined. It may have been due to improper assembly of the regulator closer assembly. If the regulator closer assembly is not properly installed, after some frequency of usage, the regulator closer may become disconnected. Event problems codes: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel.